Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly during fill tubing. The customer¿s blood glucose was 290 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude and unable to confirm if the time is advancing. Customer also reported that the insulin pump had a failed battery test and insulin flow blocked alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with all buttons responding properly. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump primed properly, there was no unexpected insulin flow blocked, no failed battery test and no battery failed alarms during testing. The insulin pump was monitored for several days and there was no frozen display.